Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received. The unit has been investigated by a maquet service technician: the rotaflow showed a pump head error when the device was in use on a patient. They switched to another machine an the patient was alright afterwards. The involved rotaflow was cross checked with another rotaflow drive and rotaflow console this test passed. Visual check internal control board, cable and connectors are ok. Testing in working passed. The failure was not reproducible. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Corrected information in section corrected the initial site name and added a initial site phone #.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported: nurses reported that "pump head error" showed when the rotaflow was in use on patient. They switched to another machine and the patient is alright afterwards. Rotaflow - "pump head error" they used the emergency drive to handcrank to maintain the flow and then exchanged to another device. During patient use in ICU. (B)(4).